Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that while performing a correlation study between the axsym digoxin ii assay vs. The axsym digoxin iii assay, they noted that several pts' samples generated higher results on the axsym digoxin iii compared to the axsym digoxin ii. There was no impact to the pts' management reported.